Event description:
It was reported that the customer had high blood glucose levels of 180 mg/dl. The customer reported that the battery of the insulin pump died while he was asleep. The customer reported changing the battery and there was a button error alarm from the insulin pump. The customer reported that the button of the insulin pump might have been pressed for more than three minutes by accident while he was asleep. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pup and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had button error alarm and no button response due to corroded keypad traces. Unable to verify the error alarm or perform the operating currents test due to button/keypad anomaly. The device was received with cracked display window corners, battery tube threads, reservoir tube lip, and minor scratched and cracked display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusions can be drawn at this time.